Event description:
Radiometer reference number: (B)(4). According to complaint, the customer reported that when the operator presses the syringe button to start a gas analysis before scanning the barcode, the abl90 flex analyzer (serial number (B)(6)) may reboot without warning. The reboot may also occur during configuration changes in the instrument menu. The behavior is random and disrupts routine operation. After the reboot, one of the following occurs: the instrument enters a 5 minute warm start, or it directly raises a fluidics error.

Manufacturer narrative:
Date of event estimated.